Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj.) Reflin (1 gram per day, rout not reported), inj. Tobramycin (40 milligram per day, route not reported), inj. Vancomycin (1 gram every 5th day, route not reported) and inj. Heparin (25000 iu x5 milliliter, 3 times per day, route not reported), for peritonitis. Dianeal therapy was ongoing and the patient outcome was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.